Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the his lead exhibited no capture one month after an atrioventricular node ablation. It was noted that the patient experienced increased dyspnea. The his lead was explanted and replaced. No further patient complications have been reported as a result of this event.